Event description:
New information received notes that the right ventricular lead exhibited noise episodes on (B)(6) 2022. No intervention was performed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to dizziness unrelated to the device. It was noted that the right ventricular (rv) lead exhibited oversensing of noise that resulted in inhibition of pacing. The noise was reproducible by arm motions. No intervention was performed. The patient was in stable condition.